Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The first master tool manipulator (mtm) was installed on a golden system where the component functioned as expected. The mtm was then installed onto a patient cart fixture text platform (pftp) where all relevant testing was passed within specification. The axis 6 motor was deemed as the potential root cause. Visual inspection did not show any physical issues. The 22005 error was confirmed in the system logs but not replicated. The second mtm was installed on the pftp for sine cycle testing. During sine cycle testing, issues were found with the embedded serializer master board (esmb) and black and white flat flex cables. The esmb and black and white flat flex cables were the source of the faults. No other issues were found during visual inspection.

Event description:
It was reported that during da vinci-assisted partial nephrectomy surgical procedure, the master tool manipulator (mtm) pulled away and got a fault. Prior to calling in, the customer had power cycled the system. The technical support engineer (tse) reviewed the logs, but the logs prior to the system restart were not available. Tse found a single 23 error for the surgeon side console (ssc) 2, but the customer stated the issue was on ssc 1. The customer was continuing with the procedure. Later, the customer called back to report that the issue occurred again. The customer was moving to their secondary ssc. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system initially powered on without errors.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was not able to reproduce the issue. Fse replaced the master tool manipulator (mtm) to solve the faults. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed.